Event description:
Follow up information identified the patient underwent ipg replacement.

Manufacturer narrative:
Recall: 1627487-12192011-003-r. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient discontinued charging his ipg appropriately about one year ago. Over time, the battery depleted and became inoperable. As a result, the patient may be awaiting ipg replacement.